Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient additionally reported "bottoming out." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "bottoming out, capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "capsular contracture" baker grade unknown. Device remains implanted.